Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. The patient reportedly discontinued insulin pump therapy and experienced a blood glucose (bg) greater than or equal to 250mg/dl (13.8mmol/l) with unspecified ketones. There were no bg values reported. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: the black box revealed a replace battery alarm on (B)(6) 2015, followed by power on reset events; deliveries were never resumed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The keypad was found to be intact; all keypad buttons responded to button presses. The keypad cover was removed; no contamination was found under the key contacts. No button contact defects were observed. The pump cover was removed; there was no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage was found to the keypad flex. The reported issue with the keypad buttons was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).